Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was advised to check the s-video cable and make sure the four metal pins were not damaged or missing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for use, the video system displayed black and white color images only. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the reported event was not confirmed, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.